Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed skin erosion at the ipg site. The device was removed and replaced. The patient has recovered without sequelae and is currently using their new device with effective pain relief.